Event description:
Patient was treated with safe-cross for a chronic total occlusion in the right coronary artery (rca). The physician was an experienced safe cross user. During manipulation of the safe cross wire, the physician attempted to move the wire and did not see movement of distal end on fluoro. He states, that he felt the "release" of the wire. At this point, the physician noticed a dissection in the rca. The physician stented proximal rca to have access to distal vessel. A snare was used to retrieve the broken safe-cross wire segment from the vessel. The patient was given valium and morphine post procedure to ease persistent chest discomfort. The patient was discharged a day later, than expected in 2007. The patient did not experience any other clinical complications beyond the dissection and chest pain.

Manufacturer narrative:
The device has not been requested to the manufacture as of the date of this report. The device is expected to be returned and evaluated. A follow up report will be sent with the results of the investigation as soon as available.